Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Per results of investigation from the failure analysis (fa) lab, when the vela ventilator was powered on in operating mode for testing, the reported issues of a loud noise and the inability to adjust the oxygen delivery of the device was duplicated. It was found that the cause of these reported issues was a leak from the blender¿s pressure regulator, which had debris inside causing the regulator to stick. This is a known issue that is currently being addressed within carefusion.

Event description:
The customer reported that this vela ventilator was being used on a patient and had a "squealing loud noise" coming from it. During this event the patient's oxygen saturation levels dropped below their facility policy's acceptable levels and the end-user reported that the 100% oxygen delivery membrane button would not respond. The patient was then removed from the ventilator, manually ventilated, and then placed onto another known working vela ventilator. The end-user reported that the patient's oxygen saturation levels normalized when manual ventilation was being provided.